Event description:
The customer reported that the ventilator is alarming and no display. The customer reported the ventilator was not in use on a patient. The customer support engineer troubleshoot the issue over the phone with the customer. Review of the device diagnostic log noted a 24/+-12v/power fail occurrence. The customer support engineer advised the customer to replaced the power supply and the back-up battery due to the codes in the log. The customer will order parts.

Manufacturer narrative:
Customer will repair the unit.